Event description:
It was reported that the distal portion of the active blade was discovered missing during an open nissen procedure. The generator stopped making its normal beeping and the doctor noticed approx half of the active blade was missing. The broken segment was located and removed it from the patient. Another instrument was installed and case continued with no patient consequence. The doctor reported there was no patient injury and the blade did not come in contact with any metal objects during use.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder of the blade was noted to have scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure".